Manufacturer narrative:
Exact age of patient is unknown however reported to be over 18 years old. Reported event of wire unraveled. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician was tracking the peg tube over the guidewire, the guidewire stretched and unraveled. . The guidewire was cut and removed and the patient was sent to interventional radiology to place the peg percutaneously. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's weight is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician was tracking the peg tube over the guidewire, the guidewire stretched and unraveled. . The guidewire was cut and removed and the patient was sent to interventional radiology to place the peg percutaneously. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on may 28, 2014: after the procedure minimal bleeding was noted and there was no continued blood loss.

Manufacturer narrative:
A physical examination of the guidewire found the coil wire was un-raveled and stretched. The exposed core wire was bent and it was found that one ball weld to have been detached from the core wire and was not returned. It was noted that the condition of the returned unit was consistent with the complaint incident that the guidewire coil wire unraveled. It remains unknown if the core wire failure occurred due to supplier quality, customer handling/prep of the device or procedural factors. Therefore the most probable root cause of 'undeterminable' is selected for the complaint. The bent core wire is likely due to procedural factors. A device history record (DHR) review of lot number 15875019 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15875019.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, when the physician was tracking the peg tube over the guidewire, the guidewire stretched and unraveled. The guidewire was cut and removed and the patient was sent to interventional radiology to place the peg percutaneously. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.